Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/26/2022, it was reported by a patient via email that on (B)(6) 2022, during a shoulder surgery, a fibertape suture was used in conjunction with the dog bone button technique. Within four months, the fibertape had broken which led to a revision surgery on (B)(6) 2022. No further information has been provided.